Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has decreased visual acuity. The consumer also reported that she was being treated for inflammation with medications and her visual acuity was gradually improving. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. The left eye was reported in 1119421-2009-00936. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted.